Event description:
Spontaneous. Patient reports pump was alarming with message: "no disposable, pump won't run". Patient attempted to switch cassettes (of the same lot number 4271155) and received same alarm. Patient switched to their back-up pump and got the same alarm again. Patient switched to a new cassette with different lot number and pump worked without issues. This is a cassette issue, not a pump issue. Patient noted having a total of 10 cassettes of the same lot number 4271155. Patient confirmed issue with 2 of the 10 cassettes. Patient has not used the remaining 8 cassettes from lot number 4271155. No additional info, details or dates are available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.